Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information was received informing that the event occured during priming of the cassette and it was due to a handpiece that was broken. The system displayed three error messages.

Manufacturer narrative:
A company representative examined the system and was able to confirm the reported event (via event logs). The company representative determined that the phaco handpiece (used with the system) was non-conforming. The phaco handpiece met specifications at the time of release.

Manufacturer narrative:
A service visit was performed.

Manufacturer narrative:
Evaluation summary: a company representative examined the system and was able to confirm the reported event. The company representative found the phaco handpiece used with the system was broken. The company representative also confirmed that the system displayed three system messages (sm) in the event log. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming phaco handpiece. However, how or when the handpiece became nonconforming cannot be determined conclusively. The system was found to meet specifications.

Event description:
A healthcare professional reported that there was poor aspiration.